Event description:
Bovie burn machine was threaded through drapes during open heart surgery. When towel clips were attached to the drapes, it cut through bovie wire which was inadvertently lying on pt's skin. Staff unaware until after surgery. Burn approximately 3 inches long. Surgeon immediately addressed by suturing area. Area cleaned and sutured at time of occurrence. Pt aware of incident. Pt doing well.